Manufacturer narrative:
A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the IFU. A non-qualified viscoelastic was indicated. The instruction for use (IFU) instructs: during device preparation and implantation of the company iq iol with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Information was provided in the file that indicated the plunger of the company injector was blocked, which led to a higher pressure being applied, as a result of which the plunger was released too quickly, and the injection of the implant into the eye was explosive. Fortunately, this had no consequences for this patient, but it would have injured the zonule and capsule more, and led to explantation and implantation in the sulcus or placement of an implant clipped to the iris. Lens may become stuck in the device: if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event of "blocked plunger". The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. The root cause has not been identified. There has been one other complaint reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during the cataract surgery with intraocular lens implant procedure, the plunger of the injector was blocked, which led to a higher pressure being applied. As a result of which the plunger was released too quickly and the injection of the implant into the eye was explosive. The patient had little pain, who had solid ocular structures.